Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2017, the patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder®aaa endoprosthesis devices. Follow-up examinations were conducted until 2019, during which no endoleaks were observed. On (B)(6) 2025, the patient was urgently transported to the hospital in a state of shock due to a ruptured abdominal aortic aneurysm. A CT scan revealed that the right leg component implanted on the right distal side had migrated into the aneurysm sac, causing a distal type I endoleak. Emergency endovascular treatment was performed; the right internal iliac artery was embolized and two additional stent grafts were implanted into the right external iliac artery. The physician mentioned that at the time of the most recent follow-up CT scan in 2019, the sealing length of the right leg component may have been shorter than at the time of the initial placement. The patient had not returned to the hospital for follow-up examination after 2019.